Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, the device was interrogated and post-paced t-wave oversensing was observed. Device reprogramming was recommended and the patient is stable.